Manufacturer narrative:
D6a - unk there was no confirmation that lens was explanted/exchanged on (B)(6) 2023. H6 - health effect - impact code: removed from inital MDR claim # (B)(4).

Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -10.50/1.5/093 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od). Lens rotation was observed. It is unknown if the lens remains implanted. There was no confirmation that lens was explanted/exchanged on (B)(6) 2023. Additional information has been requested but none has been forthcoming. H3: device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -10.50/1.5/093 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od). The lens was replaced with a longer length lens due to lens rotation on (B)(6) 2023. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2 - unk, a3 - unk, a4 - unk, a5 - unk, a6 - unk, b3 - unk, d6a - unk. H6 - work order search: no similar complaint(s) were reported for units within the same lot. Claim# (B)(4).